Event description:
It was reported that the insertion handle was tight. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. Device history records researched and revealed items were manufactured in compliance with specifications. The additional evaluation review revealed that these items were manufactured in compliance with the specifications. No complaint related issues were found. These articles were manufactured according to the specifications.